Manufacturer narrative:
The technician isolated the issue to a worn power cord plug. He replaced the power cord plug to repair the bed.

Event description:
Info rec'd indicates when testing the bed during a preventive maintenance check, the technician found the bed had no ground.